Event description:
Caller reported a cartridge alarm 30 during pumping, but there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer had previously experienced cartridge alarms with consecutive cartridges, but not specifically with this pump serial number. Technical support resolved the issue by confirming replacement of the pump. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and was interested in obtaining an out-of-warranty loaner pump.